Event description:
It was reported that a physician trained in the use of the prostar xl device, during a preclose technique, attempted a arteriotomy closure of a mildly calcified common femoral artery after an interventional procedure. Reportedly, during knot advancement, the white suture broke. Hemostasis was achieved using the green suture and manual compression. There was no reported adverse patient sequela. Though requested, additional information was not provided.

Manufacturer narrative:
(B)(4) evaluation summary: evaluation found that there were only two loose sutures about 11 inches and 6-1/4 inches long that were returned for this report. All the suture ends were checked and there was no sign of breakage. A suture break may occur if the operator aggressively removes the needles, uses excessive suture tension when advancing the knot or when locking the knot. Based on the condition of the returned sutures, we were unable to determine the root cause for the reported complaint. There were no manufacturing or quality issues detected that could have contributed to the reported complaint. Review of the device history record for this lot did not produce any findings relevant to this report.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received.